Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. The patient condition was not known.

Manufacturer narrative:
Correction: a2 - patient age updated to 76 years, it was previously reported as 77 years.